Event description:
It was reported that during the procedure, after performing pre-dilatation with a non-abbott balloon dilatation catheter, a 2.25x18 xience nano rx stent delivery system (sds) was advanced onto a wiggle guide wire toward the moderately calcified, de novo lesion in the moderately tortuous mid right coronary artery, but was unable to cross the lesion and the shaft kinked during the multiple attempts to cross while in the vessel. While withdrawing the xience nano rx from the anatomy without resistance felt, the proximal shaft separated. Another same size xience nano rx was advanced, was unable to cross the lesion, kinked during crossing attempts while in the vessel, then subsequently separated in the proximal shaft during withdrawal from the anatomy without resistance. A 2.25x18 non-abbott stent was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional 2.25 x 18 mm rx xience nano mentioned is being filed under a separate manufacturer report number. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to cross/advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-could that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.